Event description:
The customer reported that following a ptca/stent procedure in 2000, a vasoseal es was deployed without difficulty. A few hours later a large hematoma was noted and a femstop was applied. The hematoma continued to grow and one unit of packed red blood cells was transfused. No further complications were reported.